Manufacturer narrative:
Device passed displacement test, self test, sleep current measurement, and active current measurement. No battery or power anomalies noted during testing, however unable to upload power graph due to communication anomaly(detail trace data) between insulin pump and download station. Problem isolated to electrical board 2. Long trace history shows low battery alert appear only once. No pump error 23 noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an insulin pump error alarm and a power loss alarm. The customer's blood glucose level was unknown at the time of the incident. The customer stated they were getting it for several days and used a pen. The customer reported that they were able to clear the alarm and were able to rewind the insulin pump. The alarm occurred immediately after a battery change. The insulin pump error alarmed had occurred more than once after a battery change. The customer was recommended to refer to back-up plan per the healthcare professional¿s instructions. The device will be returned for analysis.